Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. All post blood work came back negative. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause could not be determined. Corrective / preventive action: the mitigations in place are a physical lid containing the needle and a caution statement in the literature to take adequate precautions to prevent exposure to blood-borne pathogens.

Event description:
While performing bacterial testing, after inoculating both bottles, the cover of the bacterial sampler fell off. The lab tech's little finger on her left hand slipped and was pierced by the needle on the bacterial sampler. The tech stated that the adapter cover broke off at the hinge. The tech is not sure how it happened. Blood testing was performed on the pt and the donor. Follow up blood work will be done in (B)(6) months. No other treatment was required. The products were going to be released. The customer will not provide the pt's date of birth or weight. The disposable kit is unavailable for eval because the customer discarded it. This report is being filed due to a blood exposure by needle stick.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A follow-up report will be provided.